Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On the same day the sensor was inserted, the patient was dizzy and sweating. The patient cgm was reading 40 mg/dl and the bg meter was reading 200 mg/dl. Due to the inaccuracy, the patient¿s mother brought him to the emergency room (ER). At some point, it was reported the patient was treated with IV glucose (bg/cgm values at this time were not reported). The patient was hospitalized for 4 days. The patient was doing fine at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.